Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the tip of the brush fell off and could no longer be used. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: investigation results - the returned hedgehog was analyzed. The returned brush was separated from the catheter. Visual inspection observed no damage to the catheter. The brush was kinked and had missing bristles. No other problems were noted. The reported event was confirmed. During product analysis, it was observed that the one of the double end brushes was detached from the catheter. The second end was not returned for analysis. The brush was kinked and had missing bristles. There were no other damages or defects observed. It is possible that the catheter of the brush got kinked and then separated from excessive force used. According to the directions for use (dfu), excessive twisting or torquing is not recommended. Therefore, based on all gathered information, the probable cause was determined to be unintended use error caused or contributed to event, indicating that the interaction between the user and device, caused or contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the tip of the brush fell off and could no longer be used. There was no patient involvement in this event.